Event description:
In the context of an angioplasty of a pt with a stenosis of both the left main and coronary circumflex artery, the pressurewire sensor (pw) was used for fractional flow reserve (ffr) assessments to gain more info about the severity of the lesions. After a decision was made to treat the circumflex lesion, a balloon catheter was advanced over the pw to deliver treatment of this particular stenosis, resulting in the three consecutive inflations. After removal of the balloon catheter an angiogram was performed indicating a spiral dissection of the mid circumflex artery. In an attempt to treat the spiral dissection, a multi-link zeta stent (3.0x38mm) was advnaced over the pw. When advancing the stent in the circumflex artery, a resistance was noted and the stent could not be further advanced and delivered. A guide wire (bmw) was introduced to help remove the stent and pw as a single unit. A repeated angiogram showed that the dissection had travelled up to include the left main artery.